Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(4). Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was returned loaded inside the delivery catheter system (dcs). Visual analysis showed an infold as the valve was being deployed. All leaflets appeared dehydrated, stiff yet marginally pliable. The tissue exhibited signs of severe creases and imprints. Tissue conditions appeared to be attributed to the valve being in the loaded position in the dcs for an unknown amount of time. As received, all leaflets exhibited a wrinkled appearance with partial closure of the leaflets. Remnant coagulated host tissue was present; all commissures appeared intact. The valve was received in a compressed state with the inflow exhibiting a kidney-shaped inflow appearance. The valve was then submerged in a warm saline bath in an attempt reset the valve. Due to the dehydrated received condition, the valve maintained a compressed condition. As a result, a deployment simulation could not be performed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Four video images were submitted to medtronic for review. Static valve load image is pulled from the video to confirm overlap to node 4 and very slightly over. This would be considered a misload and a new system would need to be utilized. The next image is of the medtronic bioprosthetic valve deployed at 80% with an infold present. Infolding events are typically related to patient anatomical factors (such as calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, and bicuspid valve) and/or procedural factors (such as pre-case planning, sizing, loading, and user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The load was confirmed visually, tactilely, and via fluoroscopy, which noted crown overlap to the fourth node, which would be considered an acceptable load. However, the medtronic image review determined that the overlap was past the fourth node, which is considered a misload. Thus, the cause of this infold was a user-related issue as the load should have been declared a misload and not implanted. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once and the load was checked visually, tactilely, and under fluoroscopy. No misload was identified, but crown overlap to the fourth node was observed. The valve was inserted and deployed to 80%. An infold was observed and the position was determined to be too low. The valve was recaptured and redeployed again. The infold was observed again. The valve was withdrawn from the patient. A pre-balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon. A new valve was loaded in a new delivery catheter system (dcs) successfully. The valve was successfully implanted. No adverse patient effects were reported.